Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 29mm portico valve was selected for implant using a large flexnav delivery system. The patient's perimeter was determined to be 79.1mm via computed tomography (CT) scan and the valve was sized according to the IFU. It was noted during procedure that the valve was too proximal during an initial deployment attempt. An attempt was made to res-sheath the valve. However, it was noted that the portico valve was unable to be recaptured. There were multiple attempts made to try fully recapture the portico valve back into the delivery system, but the valve for remained 40% deployed. It was observed via angiography that the delivery system was kinked. The decision was made to implant the 29mm portico valve in the descending aorta because it was the safest place to release without causing any damage. The delivery system was removed, and it was discovered that the valve capsule of the large flexnav delivery system was damaged. A second 29mm portico valve (18832400) was implanted in a valve in valve procedure with a replacement large flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. The patient was in recovery at the time of the report.

Manufacturer narrative:
An event of valve being too proximal during deployment was reported. It was also reported that the valve was deployed in the descending aorta as it was the safest place to release without causing any damage. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the previously fled report, additional information was received: it was reported that the patient did not have a tortuous anatomy. The patient's annular perimeter was 79.1mm and the portico valve had been sized using a computed tomography scan and according to the instruction for use (IFU). There was no initial or prolonged hospitalization as a result of this event. It is unknown what caused the damage to the valve capsule of the large flexnav delivery system. No additional information was provided.